Manufacturer narrative:
Philips service performed a software upgrade to r8.1.17 and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host software missing; failure during setup/initiation on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.